Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
In (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was admitted to the hospital. On the same date, the patient was started on ceftazidime 1.5 grams ip once daily as treatment (reported as continuing). The cause of the peritonitis was not reported. Dianeal therapy was ongoing. At the time of this report, the outcome for peritonitis was unknown.